Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
The patient had one endeavor sprint drug-eluting stent implanted in the rca during the index procedure. It is reported that approx 47 months post index procedure the patient suffered an mi and was treated with medication and angiography. Investigator assessed that the event was not related to the target lesion.